Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of guide catheter break. Block h11: the advanix stent with naviflex delivery system was received for analysis. Visual examination of the returned device found that the guide catheter was stuck inside the push catheter. After destructive analysis, it was found that the guidewire peeled off and was stuck inside the hypo tube. Additionally, the guide catheter was found detached. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported events of stent failure to deploy, device guidewire stuck, device interaction with another device, suture deployment issue, and device user error. The investigation concluded that the reported events and additional findings were likely caused due to excessive force when trying to deploy the stent. The device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the guidewire was inside the delivery system during attempted deployment as the IFU states: "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent cannot be fully deployed." The physician did not follow the steps cited in the IFU; therefore, a review and analysis of all available information indicate that the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex delivery system was to be implanted in the bile duct to treat a bile leak during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, the stent was not able to be released. The physician attempted to pull the guidewire; however, the guidewire was stuck inside the stent and stent catheter. The guidewire was not able to be pulled out even after additional manipulation which caused the guidewire to fray. The whole device together with the guidewire was moved from the patient. And another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the guide catheter was detached. Please see block h11 for the full investigation details.